Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to reoccurring incontinence the patient had his artificial urinary sphincter (aus) removed and replaced. The reoccurring incontinence occurred immediately after the patient noticed a popping sensation. Two months later after the popping, the patient had a CT scan of the pelvis area where it was showed that the aus tubing extending into the left scrotum and then into the left suprapubic abdominal wall. The tubing also extended superiorly posterior to the left rectus muscles without evidence of a fluid-filled reservoir. Should additional information be received a supplemental report will be submitted.